Event description:
Per the clinic, the device was explanted for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site and experienced implant extrusion due to wound complications (specific date not reported). The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.